Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a 7mm conical tap instrument snapped at the distal tip (approx. 2-3cm) during a revision hip surgery. Surgeon attempted to retrieve broken tip with various graspers.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned conical tap indicated that the distal end fractured off, confirming the stated complaint. This device was manufactured in 2009, showing damage from wear/use. A clinical analysis indicated that this case reports during a hip revision surgery, a 7mm tap snapped at distal tip (approx. 2-3cm) was left in the patient¿s femur. The post-operative condition of the patient is unknown at this time. The broken tip of the non-implantable tip remains in the patient¿s femur and it is unknown whether micro-motion/migration could occur. Therefore, the future impact to the patient beyond the retained tip cannot be determined. No further clinical assessment is warranted based on the limited details provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.